Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) is currently underway. The reported problem (abnormal shutdowns) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
During the review of a (B)(6) old male patient's download, zoll lifecor customer support service noticed several "abnormal shutdown" flags. The patient was provided with a replacement monitor.